Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on the same day due to failed sensor, the wire was missing. Patient reports no sign of sensor wire at the insertion site, and no pain or irritation. At the time of his call into technical support, patient reports that he is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.